Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received pump error. The customer's blood glucose level was not provided at the time of the incident. The alarm could not be cleared. Regularly, the alarm sounded continuously, and the button could not be operated. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test, sleep current measurement and active current measurement. All currents within specific range. Device was monitored and no unexpected pump error 68 alarm noted during the testing.